Event description:
It was reported that the ventilator had a burnt pigtail connection.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. A visual inspection of the ventilator pigtail adapter revealed pin 4 was burned. The visual inspection also revealed that the ventilator power flex circuit, pin 3 of jp4, was burned. It is recommended that the pigtail adapter and power flex circuit be replaced to correct the reported problem.